Event description:
New information received noted the patient presented remotely via merlin.net. The atrial lead noise was oversensed, which triggered inappropriate mode switches. The patient was in stable condition.

Event description:
It was reported, the patient presented with an atrial lead that exhibited noise. The lead was explanted and replaced. The patient condition was unknown.

Manufacturer narrative:
Further information was requested, but not received.